Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer's daughter is calling, complaining of low reading on father's meter. Customer ran a blood glucose test on (B)(6) 2016 at 12:00pm and got result 153mg/dl and customer compare results with doctor's meter that read 210mg/dl(fasting).customer feels well and requires no medical attention. The customer's expected blood result is 185mg/dl-200mg/dl fasting. Verified the strips expire 7/21/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). No adverse event reported.